Event description:
Philips received a complaint regarding a v60 ventilator indicating that, during preventive maintenance (pm), the device generated error codes 1107/1106: proximal pressure sensor calibration data error. There was no patient involvement at the time the issue was identified. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported condition. To address the error, the data acquisition (da) printed circuit board assembly (pcba) was replaced. Following replacement, during subsequent performance verification testing (pvt), the unit failed the high-pressure leak test; this condition has been documented under a separate complaint record. It was determined that the unit did not meet product specifications due to a malfunction of the da pcba, which was identified as the cause of the reported error codes. After replacement of the da pcba, the original issue was resolved, and no further service was required related to the reported calibration data error. The investigation concludes that no further action is necessary at this time. Should additional relevant information become available, the complaint file will be reopened for further evaluation. A review of the risk management file determined that this complaint represents a reportable malfunction, and regulatory reporting has been completed in accordance with applicable regulations.